Event description:
It was reported that this right ventricular (rv) lead experienced high out of range shock impedances, measuring above 125 ohms. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).